Event description:
It was reported that insulation damage with externalized conductors was observed via fluoroscopy. All measurements were within range. Physician will monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.